Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that an african american female patient, who underwent breast augmentation with an unspecified mentor saline breast implant on the right side, suffered breast implant deflation post-procedure. As a result, the patient underwent bilateral removal and then bilateral replacement on (B)(6) 2017 with the following devices: (right) 475cc mentor smooth round spectrum saline catalog: 3501480 lot: 7423156 sn: (B)(4) and (left) 475cc mentor smooth round spectrum saline catalog: 3501480 lot: 7423156 sn: (B)(4).